Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
This is an international report of a customer that called previously to report a system error 2046 and then called back and stated that he was told to start over with new supplies. The home patient (hp) stated instead, he started over with the same supplies and he didn't think he had enough solution to start over with and needs to end the therapy. The technical service representative (tsr) explained to never start over with the same set up and then assisted the hp to cycle the power off/on, end the therapy and start over with all new supplies. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient; the supplies were reused after ending therapy in response to a system error alarm. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.